Event description:
Pt reported that they did back to back tests (one after the other) using separate finger sticks and obtained readings of 197, 162 and 129 mg/dl (42% difference). No symptoms were reported. No other info provided. Lfs rep reviewed qc procedures and discussed meter/lab comparisons. The meter was replaced. There was no allegation of harm.